Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was to received 825 mg of rituximab in a total volume of 825 ml. The infusion was begun at 10:08 am at a rate of 100 ml/hr and increased every 30 minutes by 100 ml/hr to a max infusion rate of 400 ml/hr. The infusion was running at 400 ml/hr when the nurse came into the room to respond to an air-in-line alert in the pump. This occurred at approximately 12:40 pm. The nurse checked the tubing, closed the door on the tubing channel and left the room. Minutes later the patient noted fluid leaking onto the floor and called for a nurse. Per the pump settings at that time there was 372.8 ml of fluid from the original 825 ml remaining to infuse into the patient, most of which had leaked onto the floor. Upon reopening the tubing channel and removing the tube, the tubing came separated into two pieces at the top of the portion that goes into the tubing channel. There was no patient harm.

Manufacturer narrative:
The photo provided by the customer shows the tubing came separated into two pieces from the silicone segment to the upper fitment. The root cause of this failure was not identified.

Event description:
It was reported that the patient was to receive 825 mg of rituximab in a total volume of 825 ml. The infusion was begun at 10:08 am at a rate of 100 ml/hr and increased every 30 minutes by 100 ml/hr to a max infusion rate of 400 ml/hr. The infusion was running at 400 ml/hr t approximately 12:40 pm when the nurse came into the room to respond to an air-in-line alert in the pump. The nurse checked the tubing, closed the door on the tubing channel and left the room. Minutes later the patient noted fluid leaking onto the floor and called for a nurse. Per the pump settings, there were 372.8 ml of fluid volume remaining to infuse, most of which had leaked onto the floor. Upon reopening the tubing channel and removing the tubing, it separated into two pieces at the upper fitment channel. Although requested, no further details of the event were provided. There was no patient harm.